Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the generator paced on the patient's own heartbeat, through all testing performed no anomalies were observed. It was noted that the ring bail was bent and it was replaced. (B)(4).

Event description:
It was reported that the external pulse generator paced on the patient's own heart beat. The generator was returned for a calibration check. No patient complications have been reported as a result of this event.